Event description:
It was reported to vyaire medical that the avea ventilator volume guarantee is not working. Furthermore, there was no patient associated with the said event.

Manufacturer narrative:
Device evaluated by MFR a vyaire field service representative(fsr) evaluated the device onsite and was able to duplicate the reported issue with customer settings.the flow was auto triggering in volume guarantee mode. When the flow trigger was increased to .4 the auto trigger went away.the volume guarantee is working properly and volume control is also working properly on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.